Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while analyzing a patient (age and gender unknown), the device issued a "shock advised" prompt for a heart rhythm they believe was non-shockable. Complainant indicated that the clinician performed CPR to continue treating the patient. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation evaluated the clinical file and the device performed to specification. Review of the clinical file indicated that the device analyze the rhythm correctly. The analysis was six seconds in duration with both 3-second segment having a result of vt. Segment 1 had an average rate of ~ 175 bpm with an average qrs width of 91 milliseconds. Segment 2 had an average rate of ~ 190 bpm with an average qrs width of 91 milliseconds. Being there were two analysis segments that were determined to be shockable, the overall result was shock advised. Therefore this claim is being closed as device meets specification. No trend is associated with reports of this type.